Event description:
Patient was undergoing hysteroscopy, 10/10/92 surgery suspended due to cardiopulmanary complications; patient died 10/1/92 possibly due to c 02 embolism. Evaluation of c 02 hysteroscopic insuffator met malfunction specifications for operation. The only other devices were anesthesia machinedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.